Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified vessel below the knee. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured after increasing the pressure to its rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported.